Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was explanted and replaced for unknown reasons. No patient symptoms or additional information was reported.